Event description:
It was reported that during a ask meniscus procedure, the fast fix t2 anchor did not trigger. T1 was left secured in the patient. The procedure was completed with a backup device and no significant delay or further complications were reported.

Manufacturer narrative:
Event description updated.

Manufacturer narrative:
D3: lot number and expiration day updated. H4: mfg date updated.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of the instructions for use found: ¿read these instructions completely prior to use. Do not bend delivery needle. Delivery instrumentation is required for proper placement of the implants for optimal surgical result. Slide the gold trigger forward to advance the second implant (t2) into the ready position.¿ a review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed the device was returned in original packaging. Both anchors were still on the inserter and the inserter trigger was partially depressed. A functional evaluation revealed the device functioned as expected. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of the instructions for use found: read these instructions completely prior to use. Do not bend delivery needle. Delivery instrumentation is required for proper placement of the implants for optimal surgical result. Slide the gold trigger forward to advance the second implant (t2) into the ready position. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy the fast fix t2 anchor did not trigger. The procedure was completed with a backup device and no significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.